Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-18897. It was reported that patient had a perm trial implant and while the family member was changing the dressing at home they accidently cut the extensions. As a result, the physician explanted the extensions and replaced with new extensions addressing the issue.